Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the samples showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. Once emptied, approximately 131 ml of solution was collected from the bladder. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 4.63 ml/hr, normalized flow rate = 4.75 ml/hr specification range = 4.50 - 5.50 ml/hr the infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor did not infuse during patient use. Approximately half of the solution remained in the device. The device was filled with a solution of 5-fluorouracil in 5% dextrose. Interruption of therapy or infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.